Manufacturer narrative:
(B)(4). Date sent: 10/26/2020 device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were staples present. Attempts to fire the device upon installation of test battery were unsuccessful. Upon disassembly, the traces on the flex circuit were found to be broken, which caused the device to not function as intended. No conclusion could be reached on what caused the flex circuit damaged noted during the visual inspection. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u5cm0c. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure when the firing was depressed nothing happened. A similar device was used to complete the case with no patient consequences.